Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - during a routine follow-up, this right ventricular lead exhibited a loss of pacing. A lead dislodgement was observed. The lead was explanted and replaced. No adverse patient effects were reported. The provided dates appear to be incorrect and do not match this event. The implant and explant date are the same ((B)(6) 2014) and the event date states (B)(6) 2014. The device was not returned for analysis.